Event description:
Pt admitted for heart cath in 2002. During left venticulogram injector was activated and delivered small amount of contrast to left ventricle during visual monitoring of procedure. Injection history stated that 30cc was delivered. Error message #2028 appeared. Machine was powered down as instructed by error code. Machine was powered down as instructed by error code. Machine was re-started and procedure continued. Injector activated a second time. Injection history stated 30cc delivered. Pt became bradycardic, naueous, required intubation and cardiac meds.